Event description:
Customer complains of arcing seen near the heart symbol of apex electrode while defibrillating pt. There were no adverse affects to the pt reported as a result of the alleged malfunction.